Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 104 mg/dl, and the meter bg reading was 158 mg/dl. Reportedly, a second cgm bg reading was 90 mg/dl, and the meter bg reading was 40 mg/dl. Reportedly, the customer's pump was functioning properly based upon sensor readings received and cause the customer to have low bg. The customer did not troubleshoot for low bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.